Event description:
It was reported that a malfunction alarm occurred. No information on blood glucose values was provided, and there was no indication of an adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.